Event description:
After cataract surgery I had a tecnis multifocal iol lens (model: zmboo) made by abbott implanted in my right eye on (B)(6) 2013. I have had to stop driving at night because of the extreme dazzling starburst effect of all lights including car lights, lights in parking lots and lights in the center of the highway. It is impossible to know what side of the street cars are when there is more than one car in the street because of the large circle of zigzagging around each light. Outside the dazzling lights I also see halos. I am having the iol explanted on (B)(6) 2013. I am in my early (B)(6)'s and don't want my life curtailed because of a bad iol.